Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component evaluation.

Event description:
The customer reported while, on pediatric mode (peds), the device displayed circuit occlusion, extended high peak (ppeak), stopped ventilating, the safety valve opened, and the audible alarm was continuous. Upon further investigation, the customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Per results of investigation from the carefusion failure analysis (fa) lab, the involved uim (user interface module) was received and inspected. No signs of damage or misuse were noted. The uim was placed on a test stand and powered on. Upon start up, the touch screen, encoder, and panel buttons operated normally. The display was functioning, but the brightness level was lower than typical and the display appeared dim. The uim was removed from the test stand and a visual inspection of the pcba (printed circuit board assembly) showed no discrepancies. The output of the display dc-to-ac inverter was measured and found to be absent at j1. A known good inverter pcba was installed and the uim display regained the typical brightness level.